Event description:
It was reported that the filterwire separation occurred. A 2.25mm-3.5mm 190cm filterwire ez was selected for use. During preparation, it was noted that the filterwire wire became separated. No patient complications were reported and the patient's status was stable.